Manufacturer narrative:
Results: thirty nine representative samples were received from customer facility from same lot# 5336838. Actual sample was not sent. All returned samples were visually inspected for defects and possible leakage. Twenty of these representative samples were draw tested, allowed to sit for possible leakage, and then all were manually checked for stopper creepout. Twenty samples were also measured for height tolerances. All evaluations on representative samples showed no defects and all were within specifications. No defects on returned samples were identified and could not confirm customers' indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5336838. Conclusion: unconfirmed complaint. Without actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode with retention sample investigations.

Event description:
It was reported that a bd vacutainer® plus plastic whole blood tube with lavender bd hemogard¿ closure, 3 ml, 13 mm x 75 mm, k2edta, leaked blood after draw. No serious injury, blood to mucous membrane exposure or medical intervention was reported.